Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been receiving stimulation since (B)(6)2016 (approximate date unknown). An x-ray was taken and revealed the lead was fractured. Surgical intervention may be pending to address this issue.